Event description:
It was reported that during a coronary treatment procedure, a filter detachment occurred. This 300cm filterwire was being used in an unspecified coronary artery. After the device was used successfully, the retrieval sheath was advanced over the wire and the system was removed from the patient. Once the filterwire was removed from the patient, it was noted that the filter had detached from the wire. The filter was contained within the retrieval sheath. Nothing was left inside the patient. The procedure was completed with this wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).